Manufacturer narrative:
(B)(4). Diabetes mellitus is known cause of diabetic ketoacidosis. E1 initial reporter state: ab.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the upper buttocks on (B)(6) 2026. On (B)(6) 2026, the patient woke up and experienced vomiting. The parents were not at home. The patient´s sister took a fingerstick and the cgm reading was 5.0 mmol/l, and the blood glucose reading was 17.0 mmol/l. The sister brought the patient to the hospital and when a fingerstick was taken, the blood glucose reading was 17.0 mmol/l. The patient would have experienced diabetic ketoacidosis. The patient was treated with intravenous insulin. The patient was discharged the day after the event, after having spent more than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented. This would constitute as a serious adverse event as there was a serious injury (diabetic ketoacidosis), and a medical intervention (hospitalization and intravenous treatment). Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.